Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date procedure name? Lot number of prineo used incision size of product application? What prep was used prior to prineo use? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? When applying are they completely covering the edge of the mesh with prineo? Was the mesh placed over the entire length of the incision? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Did the prineo mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction how large of an area does the reaction cover? Did the skin reaction extend beyond the borders of the tape? Do you have any pictures of the reaction? What was done to address the reaction aside from benedryl (medication, treatment, removal)? What type of medication? Dose? When (date) administered? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient pre-existing medical conditions (ie. Allergies, history of reactions)

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the topical skin adhesive was used. The patient returned for a follow-up appointment complaining about an allergic reaction to the topical skin adhesive that was applied to the area around the patient's abdomen. The patient also experienced red bumps wherever the topical skin adhesive was applied. The patient was treated with benadryl and released. The patient didn't present with any known allergies to topical skin adhesive at the time of the procedure and an allergist is being consulted to test the patient. Additional information has been reported.

Manufacturer narrative:
(B)(4).